Event description:
It was reported that this unknown implantable pacemaker has gone off. Boston scientific technical services (ts) recommended calling cardiac rhythm and latitude number. This device remains in service. No additional adverse patient effects were reported.